Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case, scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the piston kept goin fast and insulin squirted out during the manual prime process. The caller mentioned that the device was stuck in the prime loop. The blood glucose reading was 140mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.